Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. Both pitch cables were broken at the instrument's wrist. Both cable segments that contain the crimp were still installed in the clevis. The clevis did not exhibit any damage or wear marks. Additional observation not reported was insulation damage on the distal end of the main tube. Material was missing. The surface of main tube appeared to be scraped off with deep scratches. Engineering concluded the damage was likely due to mishandling / misuse. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cables and insulation damage ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing a fenestrated bipolar forceps instrument that the cables were broken at the tip of the instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.